Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product reported that the device was protruding a little more. There were no additional adverse patient effects reported. Attempts were made to obtain additional information but no pertinent information received. All available information indicates that the product remains implanted. No additional adverse patient effects were reported.